Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low level of 46-99 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer received assistance from health care provider to address bg, by administering a glucagon injection. Reportedly, the customer will update their pump settings to address the event.